Event description:
No part is being returned, the time on the ventilator was off by being an hour behind and one day ahead, the ventilator was being used to ventilate a pt, the customer reported that "ventilator started to deliver a low minute volume in 2003, the unit did not alarm, the pt went into a code situation and needed medical intervention the pt was not injured"